Event description:
Several falsely elevated troponin I results were obtained on a patients' samples. The results were reported to the physician. The original samples were retested and negative results were obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the high values reported on patient samples, and qc values were due to the empty wash 1 reservoir.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the high values reported on patient samples and qc values were due to the empty wash 1 reservoir. A siemens healthcare diagnostics inc field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.